Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and performed system hardware verification testing including both a routine system check and high sensitivity (hs) system check. The fse noted routine system check results were within specification. The fse did not note any hardware issues associated with this event. The unit conformed to the manufacturer's published performance specifications. The customer stated troponin I (accutni) quality control (qc) had been performing within the laboratory's established ranges. The customer stated a routine system check , performed after the event, on (B)(4) 2012, passed within system specifications. The customer noted thirteen other troponin I samples were retested and recovered comparable values to the original results. The customer indicated the patient sample was in serum tubes which are then processed in 7ml becton dickinson sst (serum separation tube) with gel separator and analyzed on the automation line per beckman coulter recommendations. The sample was two hours old and stored at room temperature. The sample was processed on a track system and centrifuged for four minutes at 1,200g (relative centrifugal force) instead of ten minutes as recommended by becton dickinson (bd). Beckman coulter, inc. Advised the customer to consider increasing the centrifugation time. The customer did not have a sample quality check protocol in place at the time of the event. In conclusion, the cause of the event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00532.

Event description:
The affiliate reported the customer alleged false positive troponin I (accutni) results, above the acute myocardial infarction (ami) limit, for two patients involving unicel dxi 800 access immunoassay system. This report refers to patient number one. Subsequent testing recovered a lower result, within the normal reference interval. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.